Event description:
(B)(4). Used clear care contact solution to soak contact lenses while traveling. Didn't pack the special case so I soaked for 10 hours in a paper cup. Then I put it in my eye thinking it was clean. I experienced excruciating pain and have experienced discomfort all day. My eye is bright red. Outcome: temporary harm/injury. I am assuming this is temporary. Error occurred: patient's home. The excruciating burning in my eye clued me in that there was an error. These happened as a result of the error: more medicine to reduce or relieve the possible bad effects of the error other explanation: am using lubricant eye drops. If it doesn't get better I will have to go to eye doctor.